Event description:
A non health care professional reported that after implantation of intraocular lens (iol), the patient had decreased vision. The lens was explanted in a secondary procedure and replaced with another lens. The clinical reason for explant was mechanical dysfunction. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).